Event description:
During a ptca treatment procedure involving a calcified and stenotic lesion in the middle portion of a tortuous lad coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 18 atm's on the initial inflation when dye extrusion was noted. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The pt was asymptomatic during this event. The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. Pt status is reported as 'good'.